Event description:
It was reported that a remote transmission was received due to right ventricular (rv) lead defibrillation impedance out of range. The rv lead was found to have high impedance. The patient¿s healthcare provider was notified of the event. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.